Event description:
(B)(4). Began having lower back, lower abdominal, and groin pain. Pain was occurring on a regular basis. I started seeing doctors to find the problem. I saw many doctors over the course of nearly 2 years of agonizing / debilitating pain. I saw my primary care, several gynecologists, urologist, several orthopedic doctors, a gastroenterologist, a rheumatologist, neurologist, and pain management specialist. I went to urgent care and the emergency room numerous times due to hideous pain. I was prescribed a variety of different pain medicines, underwent countless medical tests, procedures, steroid and anti-inflammatory injections, oral steroids, and underwent physical therapy, and massage therapy. I even had surgery on my hip because it seemed as if the pain was coming from my hip joint. But the surgery did not resolve my pain. I was right back where I was prior to surgery. I spent a ton of money on copays, emergency room visits, medications, high healthcare deductibles, and more. I also nearly lost my job because I had missed so much work. Finally saw a gyn-surgeon on recommendation from primary care. The gyn-surgeon was very knowledgeable on essure side-effects and recommended a partial hysterectomy (uterus and cervix) with removal of fallopian tubes and right ovary. I underwent surgery in (B)(6) 2017. The debilitating pain I was in is now finally gone. I am now pain-free. When the pathology reports came back on my uterus. It was shown to have advanced adenomyosis. I endured nearly 2 years of suffering, 2 surgeries, countless medications, and doctors. I thought I was going to lose my job, end up bankrupt from all my bills, and become disabled. No one should have to suffer like this. There is more than enough evidence to suggest that this medical device is causing significant health problems for women. It needs to be taken off the market.